Event description:
It was reported that during the implantation of the right atrial (ra) lead, the physician had difficulty placing the lead in the atrium. When testing the lead, the lead was not pacing. The physician observed that helix was bent. A new lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A visual inspection of the lead was done and confirmed that the lead helix was deformed.

Event description:
It was reported that during the implantation of the right atrial (ra) lead, the physician had difficulty placing the lead in the atrium. When testing the lead, the lead was not pacing. The physician observed that helix was bent. A new lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.